Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 359mg/dl. The customer stated that prior to the event, she had been having high blood glucose levels and had breathing troubles and chest pains. The customer also stated that she last changed her infusion set the day of the event. The customer's mother stated that the customer has been using a large amount of insulin every day. Programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.